Event description:
On (B)(6) 2013, the patient contacted animas stating that she experienced a blood glucose (bg) value of 240mg/dl with nausea and vomiting. The patient reportedly called 911 and the emergency medical team treated the patient with 10 units of lantus. The patient reportedly was unable to change out the supplies by herself and did not have someone to assist her in changing out the cartridge. It was noted that when the patient contacted animas customer support, the patient did have assistance with the pump and the patient reportedly resumed insulin pump therapy. This complaint is being reported because the patient experienced a hyperglycemic event. Use error contributed to the reported event because the patient was not able to change out her supplies/cartridges and did not have assistance, therefore causing the reported bg excursion.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.